Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) failed battery run time, ac cord inop. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
The fse that encountered the issue observed a non compliant ac power cord. There was no patient involvement. To fix the issue, the fse replaced the batteries and ac power cord. The fse then completed the pm with all functional and safety tests to factory specifications. The unit was returned to the customer. The removed batteries were returned to the failure analysis and testing department(fat) for investigation. The failure analysis and testing dept. Received (2) batteries with a reported unit failure of a failed battery runtime test at 68 minutes. The fat installed the parts into cs300 test fixture and tested the parts to factory specifications per procedure and the cs300 service manual. Batteries ran until 35 minutes, failing the test. Fat was able to verify the reported failure. Retaining the parts in the failure analysis and testing dept. Per procedure.